Event description:
Surgeon was using sonicision during laparoscopic repair of incision when the bottom portion of the energy blade from the sonicision broke off into patient. Piece was immediately removed by physician. No injury to patient.